Event description:
The ventilator alarmed with an air source fault and shut down. Despite additional attempts, pt information has not been made available by the distributor. The distributor's service engineer reported the ventilator had failed extended self test (est). The service engineer turned the ventilator off for 30 minutes and then started the ventilator up again and it functioned, but reported that the blower was hot. Based on the description of the reported event, the internal blower which supplies the air source stopped operating when its thermistor sensed an increased temperature condition. If the ventilator has no air source, it will use oxygen as the primary gas source. The distributor reported the ventilator opened the safety valve, indicating the ventilator had no oxygen source to switch over to. Therefore, the loss of both gas supplies affected the function of the ventilator.